Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported at implant, a mechanical anomaly was noted. Physician was unable to position in the right ventricle. A new lead was implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.